Manufacturer narrative:
The product has been received for analysis. This report will be updated if further information is provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted due to high pacing thresholds. Lead was replaced as there was tissue on lead tip. It was also reported that the lead perforated the heart wall. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. Lead resistances measured normal and no lead issues were found that would result in an increased risk of perforation.

Event description:
It was reported that this right ventricular lead was explanted due to high pacing thresholds. Lead was replaced as there was tissue on lead tip. It was also reported that the lead perforated the heart wall. No additional adverse patient effects were reported.